Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report#: 3006705815-2019-03584. It was reported the patient underwent a permanent scs implant procedure. During the procedure, the patient experienced a cerebrospinal fluid leak due to the physician having difficulty placing/implanting the leads intended for use. As a result, the procedure was abandoned. The patient was asymptomatic following the procedure and has been doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR report#: 3006705815-2019-03584.